Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy. Beginning (B)(6) 2014, sensing integrity counts up to 8580; vt/vf and non-sustained episodes recorded with evidence of lead noise oversensing and inappropriate shocks.

Event description:
It was reported that the patient received multiple shocks due to oversensing on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.